Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) lower display screen was cracked. It was also indicated that the display was broken and the display wires were pinched. It was also indicated that the lower case was warped and that the battery drawer was sticky due to warping. It was also indicated that the hanger assembly was broken, and that the output connectors were contaminated. It was also indicated that the keypad was chipped and that both output connector nuts were discolored and contaminated. It was also indicated that the main seal is pinched between the case halves. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) lower display screen was cracked. The epg was returned for service. There was no patient involvement.